Manufacturer narrative:
Evaluation summary: the reported endoleak was confirmed on the angiogram images received; however the cause or type of endoleak could not be confirmed. Angiograms videos showing endoleak interrogation could allow for a more comprehensive determinations of the endoleak source/cause. Although a type iiia cannot be ruled out there appeared to be sufficient component overlap. A type iii fabric endoleak seems to be less likely to have occurred during the index procedure. This appears most likely to have been an acute type IV blush endoleak caused by fabric porosity which most likely would have self-resolved within 24 hours. Other factors such as heparin dose, outflow resistance, imaging quality, and volume of the aneurysm sac may have also contributed to this likely type IV endoleak. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: etuf2814c102e, serial/lot #: (B)(4), ubd: 30-jun-2022, UDI#: (B)(4). Product ID: etlw1616c124e, serial/lot #: (B)(4), ubd: 28-apr-2022, UDI#: (B)(4). Product ID: etlw1616c124e, serial/lot #: (B)(4), ubd: 11-may-2022, UDI#: (B)(4). Product ID: etlw1616c82e, serial/lot #: (B)(4), ubd: 02-jun-2022, UDI#: (B)(4). Product ID: etlw1616c82e, serial/lot #: (B)(4), ubd: 31-mar-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis bifurcate stent graft system was implanted in the emergent treatment of a >60mm ruptured abdominal aortic aneurysm. It was reported that during the index procedure, the bifurcate, contralateral & ipsilateral limbs were deployed without issue. A post procedure angiogram was performed which showed a notable endoleak at the bifurcated area of the graft (flow divider). The limbs were both realigned. Another angiogram was performed and the endoleak was remaining the same. The physician believes it was a type 3 junctional type leak but is not certain. An endurant aui device was then implanted & the limb was ballooned. The endoleak was still persisting. It was noted there was a significant narrowing/stenosis ~ 14-16mm in diameter. The distance of the narrowing was ~ 6cm from the renal arteries & that this was a factor in the procedure. The patient then went for open repair where stent grafts were explanted, the bifurcate was not explanted. As per the physician the cause of the event could not be determined. No additional clinical sequel were provided and the patient will be monitored. It is reported that the patient continues to improve.